Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced and patient is receiving good coverage.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient experienced overstimulation at the scs ipg site. As a result, surgical intervention may be undertaken at a later date to address the issue.